Manufacturer narrative:
The reported events of failure to capture, high pacing lead impedance, r-wave amp variation and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. X-ray examination found inner coil inside the connector region was slightly over torqued and all filars of the inner coil were found fractured at the distal region of the lead. After cutting the lead, the helix was able to retract and extended by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. Destructive analysis found all filars of the inner coil appeared to be fractured. Scanning electron microscope verified that all filars of the inner coil were fractured. The cause of the reported events was due to fractured inner coil consistent with bending fatigue.

Event description:
During an in clinic follow up, decreased sensing, increased capture threshold resulting in loss of capture, and increased, out of range, pacing impedance were observed on the right ventricular (rv) lead. An x-ray was performed, and no anomalies were observed. A revision procedure was performed, and the helix of the rv lead was difficult to retract. The rv lead was explanted and replaced to resolve this event. The patient was stable.